Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2; b.3; b.5; d.4; d.6a; h.4; h.6.

Event description:
Healthcare professional later confirmed capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached), crease fold, deformation device and white calcification in the shell. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Continued from initial reporter: postal code (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.